Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock for atrial fibrillation (af) with rapid ventricular response. The shock induced ventricular fibrillation (vf) and additional shocks were delivered but the rhythm was unable to be converted. Therapy was exhausted and the patient appeared to remain in vf. Subsequently, the patient expired.